Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 349 mg/dl, which customer attempted to treat with a bolus but it was interrupted with a no delivery alarm. During troubleshooting, it was found that cannula was not bent or occluded and drive support cap was flushed. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a shifted end cap sticker.